Event description:
Breast implant illness characterized by neuropathy in feet and hands, asthma, severe food allergies, severe acne, full body rashes and itching, migraines, kidney infection, continuous sinus infections, osteoporosis, tooth decay, exhaustion, nausea and vomiting after working out, slow wound healing, arthritis, hashimotos, lupus, lime disease, hypothyroidism, hair loss, bloodshot dry eyes, depression and anxiety. Pathology tests found mold in my implants, and e. Coli and strep(streptococcus) inside my capsules. Within a week of removing my implants my symptoms had improved. After 1 year my symptoms have improved 80% but I still struggle with loss of micro biome, food intolerances and mild hypothyroid. FDA safety report ID# (B)(4).